Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridges with approximately 150-280 units of insulin during the load sequence. The customers blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level. A new cartridge was loaded to resolve the issue.